Event description:
Hemodialysis unit was programmed to do a three hour treatment with 3.3 kg to be removed. A before treatment weight was done. Treatment was initiated. Fifty minutes into treatment patient vital signs decompensated with changes in mental status. Treatment was terminated per md order. After treatment weight revealed 2.6 kg loss in fifty minutes of treatment. Patient transfer was initiated, per md order, to ICU for observation. Patient vital signs stablizeddevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-92. Service provided by: factory trained/authorized/owned service organization. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, none or unknown, invalid data. Conclusion: device failure related to patient condition, device failure directly caused event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.